Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, nrg transseptal needle was selected for use. It has been mentioned that when the energization button was pressed, the needle was unable to pass through the septum. It was further mentioned that no error occurred after several attempts at energization. Hence, the device was replaced. The procedure was completed successfully by using another needle. No patient complications have been reported. The product is not expected to be return because it was discarded at the facility.